Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed, failure occurred upon insertion. Clinical reported poor packaging/design-connection between carrier and implant head. The device will be forwarded to the manufacturer for investigation. No further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed, failure occurred upon insertion. Clinical reported poor packaging/design-connection between carrier and implant head. The device will be forwarded to the manufacturer for investigation. No further complications were observed. (B)(4).